Event description:
The device came out of the patient's body 8 days after placement.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.